Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell down some stairs causing the pump touch screen to become shattered and non-functional. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.